Manufacturer narrative:
An attempt to reproduce the reported issue was not performed as it was already confirmed through earlier reference tickets. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the software requirement and specification document: (B)(4). After investigation, it was found that the patient was not receiving glucose data from their medtronic cgm account due to them no longer being connected to their carelink account through the inpen app. Gcp logs show invalid refresh tokens while attempting to retrieve carelink data. This issue occurred around the inpen cloud release implementing auto 0 for carelink authentication. Inpen app users received an alert stating this update was occurring and that they would be logged out of their carelink account on the inpen app and would need to log back in. To assist with the resolution of the issue, we provided the helpline team with the following information: please have the patient reconnect to medtronic cgm through the inpen app to begin receiving carelink data on inpen app again. The helpline has confirmed the recommended steps provided has resolved the issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer cannot see the glycemic graph in the inpen app. The customer reported no adverse event. The event involved product(s) mmt-8060. Troubleshooting was performed and the issue was escalated. No harm requiring medical intervention was reported. Product return is not applicable for mmt-8060.